Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker was failed to interrogate and no response to the magnet placement. The pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.